Event description:
Patient was undergoing a transsphenoidal resection of a pituitary tumor. During the surgery, the nasal forceps broke off inside the patient. Both pieces were retrieved and there was no harm to the patient.